Manufacturer narrative:
Unable to prime during the prime/delivery test due to faulty forced sensor resistor. Pump passed the operating currents measurement, self-test, unexpected restart error test, displacement test, rewind and basic occlusion test. Unable to perform the occlusion and excessive no delivery test due to prime anomaly. Pump had cracked case at display window corner, reservoir tube, broken reservoir tube lip, missing reservoir tube o-ring and minor scratched display window.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that the reservoir tube lip was broken off. Customer's blood glucose was 64 mg/dl and was 115 mg/dl at the time of call. Troubleshooting was performed and customer was advised that insulin pump would need to be replaced.